Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring beforehand and no fault identification available because pump was reset by customer. There was no adverse impact to the customer's blood glucose level. Customer reset pump independently, and technical support arranged pump replacement. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.